Manufacturer narrative:
(B)(4); a boston scientific technical services consultant reviewed the episode. Some undersensing was present, due to torsades-like vf that the patient experienced. The episode was further evaluated to see if the smart pass feature would have improved sensing and the time to therapy; engineering review confirmed smart pass would have reduced the time to therapy in this episode. The field representative noted the smart pass feature was programmed at this visit. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient had a ventricular fibrillation (vf) episode and it took this subcutaneous implantable cardioverter defibrillator (s-ICD) twenty four seconds to deliver therapy. The patient lost consciousness. There was a concern that the device took too long to treat the arrhythmia. The deice remains implanted. No additional adverse patient effects were reported.